Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving stimulation therapy in the proper areas of back and legs. Subsequently, the patient's physician decided to replace the patient's scs lead. Effective stimulation therapy was reportedly restored postoperatively.